Event description:
It was reported that the ilet could not pair with the user¿s mobile device, with repeated ¿pairing failed¿ messages and no pairing code displayed on the ilet despite restarts, bluetooth cycling, app reinstallation, and attempts with an alternate phone. Symptoms included no adverse clinical effects. Outcomes included the device being unavailable for mobile connectivity and the user unable to complete setup. Investigation included remote troubleshooting and request for device return for evaluation. Investigation of this case revealed a suspected device communication or pairing malfunction preventing code generation on the ilet during bluetooth pairing. It was concluded, based on previously established findings for similar reports, that the cause was the issue with the faulty hoverboard.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.